Event description:
It was reported that during a generator change out procedure, insulation abrasion was observed on the ventricular lead. The lead was repaired with a repair kit. The lead remained implanted and the patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).